Manufacturer narrative:
(B)(4).

Event description:
It was reported that: guidewire won't pass through the needle. Additional information: there was a delay in the procedure but there was no other reported patient harm or consequence from the incident. The wire was returned for investigation and the engineers noted that it was kinked.

Manufacturer narrative:
(B)(6). The customer returned one opened arterial catheterization kit for analysis. Signs of use were observed inside the returned device. Visual inspection of the guide wire revealed a kink towards the distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. Significant amounts of dried biomaterial were observed on the guide wire and inside the device. The guide wire kink was located 23mm from the distal end. The guide wire length from the handle to the distal end measured 9 1/4" which is within the specifications of 9 1/4"-9 1/2" per product drawing. The guide wire outer diameter measured 0.44mm which is within the specifications of 0.432-0.457mm per product drawing. Functional inspection was performed on the returned device based on the instructions-for-use (IFU) provided with the kit which states, "remove guard. Trial advance and retract guidewire through needle using guidewire handle to ensure proper function." A lab inventory guide wire was attempted to be threaded through the cannula. The guide wire was not able to pass. Due to the large amounts of biomaterial in the device, the material causing the blockage within the cannula could not be confirmed. Manufacturing engineers were contacted as part of this complaint investigation. They indicated that further investigation into a potential manufacturing root cause will be required. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed offset coils near the guide wire distal end. Resistance was observed while inserting a lab inventory guide wire through the needle cannula. Based on the observed failure mode and the comments from manufacturing, the probable root cause is likely manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: guidewire won't pass through the needle. Additional information: there was a delay in the procedure but there was no other reported patient harm or consequence from the incident. The wire was returned for investigation and the engineers noted that it was kinked.